Manufacturer narrative:
(B) (4). The inferior shaft is broken at the centerline of the jaw pivot pin. Microscopic examination of fracture surface discovered a fairly brittle fracture, with no indication of fatigue. The location, direction, and amount of force required in order induce fracture of the shaft consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that it was found that the instrument had a cracked hinge at the tip after it was used in surgery. No patient complications were reported.